Manufacturer narrative:
(B)(4).

Event description:
During an initial implant of the rns system (rns neurostimulator and two leads), two burr holes were drilled and two depth electrodes were implanted (bilateral mtl leads). During the craniectomy portion of the surgery for the neurostimulator, the patient experienced excessive blood loss and concomitant hypotension. The blood loss appeared to come primarily from the site of the ferrule craniectomy. The patient's condition was severe enough that it required the neurostimulator implant to be aborted and for the patient to receive several units of blood. The patient had her craniectomy site packed with gel foam to stop the bleeding after which all incisions were ultimately closed, with gel foam packed in place. When the bleeding had apparently stopped and her vitals re-normalized, the patient was stabilized and transferred to the ICU for CT/imaging/observation.